Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Analysis was unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, operating currents, off no power test and excessive no delivery test due to no button response. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The caller was assisted in resetting the insulin pump to factory settings via phone call. Blood glucose unknown at the time of call. The insulin pump was returned for analysis.